Manufacturer narrative:
The reported complaint was not confirmed. The field svc rep (fsr) ran the device for one hr without any failures. A calibration check was completed successfully without having to make any adjustments. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would revert to "standby" mode while in the maintain mode and "rewarm" mode. The unit never faulted during the surgical procedure. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.